Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection confirmed that the suture cap (anchor hole) had detached from the electrode tip. The suture cap was not returned with the rest of the electrode. Detailed microscopic testing was performed on the broken region. No anomalies were found on the welds that adhere the cap to the electrode tip. Further analysis of the region determined that the tip detached from the electrode due to excessive force that was applied to the suture cap during the implant procedure.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The manufacturer date for this electrode is september 19, 2015.

Event description:
Boston scientific received information that during the implant of a subcutaneous implantable cardioverter defibrillator (s-ICD) system, the electrode was to be implanted using the three incision technique. The physician encountered difficulty tunneling in the standard technique. As a result, the physician tunneled from the superior incision to the xiphoid incision. A j-shaped tycron suture was then attached through to the electrode anchoring hole and the electrode was pulled up to the superior incision. When the physician was suturing the electrode to the fascia in the superior incision, the anchoring hole broke off. The broken portion was removed and the electrode was extracted and successfully replaced. No adverse patient effects were reported.